Manufacturer narrative:
A return material authorization (rms) was not issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
On (B)(6) 2024, intuitive surgical, inc. (Isi) received mw5149860 stating: during procedure, xi small grasping retractor would no longer close properly. It was removed. X-ray was obtained post procedure , validated to retained instruments.